Event description:
It was reported the 9600+ sys is "blinking out" while in use. It was noted that this started the day before. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable sys. The sys was tested and found to be working as intended and placed back into svc.